Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator recorded several non-sustained ventricular oversensing episodes. It was noted that the episode showed more ventricular than atrial events, without clear noise on the vegm or discrimination channel. The events occurred during trigeminy, where every third beat appeared as a non-classified ventricular beat due to differing morphology. Further information was requested, however, was not provided.